Manufacturer narrative:
The customer¿s report of leaking between maxzero extension tubing and a non-bd catheter was not confirmed. Visual inspection of the set noted no discernible signs of damage or abnormalities. Functional and pressure testing resulted in no leaking. The root cause was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that leaking was noticed from around the maxzero luer while attached to their smiths piv catheter. There was no report of patient harm.